Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported on an unknown date, the patient recovered from the peritonitis event. The patient remained on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described the patient did not wear a mask. Two days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Approximately three to four days after hospitalization, the patient was switched to hemodialysis. At the time of this report, the nurse reported the patient had not recovered; however, the patient reported they are recovering from the event of peritonitis. It was also reported that hemodialysis remained ongoing at the time of this report. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.